Event description:
It was reported that the patient under went a reimplant surgery of an artificial urinary sphincter (aus) device due to an unknown reason. No information available about the explanted ams device. No information about the patient outcome is available at the moment. Additional information was requested, however, no additional information was available.